Event description:
Additional information was received indicating the patient had self-reported the symptoms or irritability, somnolence, and itching shortly after the pump decrease on (B)(6) 2015. They could not recall the exact date.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the healthcare provider (hcp) via a (B)(4) study regarding a (B)(6) year-old, male patient receiving intrathecal dilaudid 1mg/ml at 0.1001mg/day via an implantable infusion pump for non-malignant pain. It was reported that the clinical diagnosis was drug side effects. The most recent programming/refill prior to event was on (B)(6) 2015. The patient reported nausea, vomiting and urinary retention for one day on (B)(6) 2015, where phenergan was effective (zofran was not effective.) The intervention was noted as suspended therapy and decreased to minimum rate ((B)(6)/day) on (B)(6) 2015. On (B)(6) 2015, additional intervention was noted as reprogrammed, specified as push/pull procedure under fluoroscopy where they removed dilaudid 1mg/ml and filled with dilaudid 0.1mg/ml. Therapy was resumed on (B)(6) 2015. On (B)(6) 2015, the nausea and vomiting resolved and the urinary retention improved. However, the event resolved with sequelae. On (B)(6) 2015, the patient experienced additional drug side effects of itching, somnolence and increased irritability since the last pump increase. The pump was reprogrammed to a (B)(4) dose decrease. The outcome was reported as ongoing. It was reported as related to the device or therapy, unlikely related to the implant procedure, and related to the medication. If additional information becomes available, a follow-up report will be submitted.